Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) stopped compressions and may have displayed user advisory 07 (discrepancy between load 1 and load 2 too large) or ua17 (max motor on time exceeded during active operation) was confirmed based on the archive data review but not during the functional testing. No device malfunction was observed during the testing, and the platform functioned as intended. The archive data indicated that the autopulse platform stopped compressions and displayed ua07, which the user cleared. Following that, the platform performed compressions and stopped twice displaying ua02 (compression tracking error), which the user cleared. Following that, the platform performed compressions and stopped multiple times due to ua17. Based on the archive review, the take-up target and the encoder take-up end values indicate that the patient chest circumference is too large or stiff to compress. These factors might have contributed to the platform's stopping compression. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position, or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. Per the autopulse hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed preliminary functional testing and 15 15-minute run-in tests without error or fault. The customer-reported complaint was not reproduced throughout the testing, and the platform functioned as intended. Following service, the autopulse platform passed the run-in and final tests without fault or error.

Event description:
The crew arrived as the second unit on the scene. The patient was a male, approximately 110 kg, with an extensive cardiac history and an implanted ICD (implantable cardioverter-defibrillator). It is believed that the implanted defibrillator delivered shock at least once before the paramedics arrived on the scene and possibly a few more times during the call. Upon the crew's arrival, the initial responding team had shocked the patient once with standard pad placement. The patient was in ventricular fibrillation and received a total of three shocks with standard pad placement while the feedback puck was attached to the appropriate location. The fourth shock involved a vector change using a second set of pads in the anterior/posterior position. The patient remained in ventricular fibrillation. From that point, all subsequent shocks were delivered sequentially using two identical zoll monitors. After multiple shocks, the patient continued in ventricular fibrillation with several episodes of pulseless electrical activity. The crew set up the autopulse inside the residence on a flat, clean, dry surface. The autopulse had a full battery when powered on. The patient was placed on the autopulse platform (sn (B)(6)) as directed and secured. The lifeband placement was correct, and compressions were initiated with the autopulse. The platform compressed twice and then stopped. The medic troubleshot by pulling the lifeband up, repositioning the patient, and trying again with the same result. The platform displayed the "analyzing patient" message but did not prompt regarding the patient or band realignment. The crew attempted this a few more times, and each time, it would compress twice and then stop. The crew discontinued the use of the autopulse platform and performed manual compressions. No ua codes were noted, but the crew may have observed user advisory 07 (discrepancy between load 1 and load 2 too large) or ua17 (max motor on time exceeded during active operation); however, they were not certain as the call was extremely dynamic. No consequences or impacts on the patient. When the crew tested the autopulse platform with a mannequin, it functioned as intended.